Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the body of a homechoice automated pd set with cassette was broken (not further specified) which resulted in a leak. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Medical device problem codes (update a0401 to a040101), h6 and h10. B5: it was further reported that the body of the cassette was damaged, further described as "right in front of the hot water hose has a fracture". H10: the actual sample was received for evaluation. A visual inspection with the naked eye noted a crack on the cassette. The reported condition was verified. The cause of the crack could not be determined; however, a probable cause is user handling of the product. Additionally, twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.